Event description:
The manufacturer received information alleging the device would not initially power up. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's ac power connector would need to be replaced to address the issue. There was no repair made to the device, and it will be scrapped.